Event description:
While monitoring a pt (age and gender unknown), during an ambulance transport, the device's display blanked and came back on. There was no adverse effect to the pt due to the reported malfunction. Subsequent testing of the device was unable to duplicate the malfunction.